Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced bilateral capsular contracture; baker grade iii in addition to right side rupture. Hence patient code under field h6 has been updated from "pain" to " capsular contracture" on this form. This supplemental report is for the patient¿s right-sided device. Left side issue is being reported in a separate report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 24, 2020, mentor became aware that the surgery has been moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to "(B)(6) 2020" on this form this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 25, 2020, mentor became aware that devices will be explanted on (B)(6) 2020. Hence, the following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to 9/17/2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on 11/11/2019, it was decided to update patient code from anisomastia to breast pain, to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient's bilateral replacement surgery with mentor 325cc gel filled implants was (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020, on this form. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left; 250cc mentor memorygel breast implant; catalog number: 3502501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with 250cc mentor memorygel breast implant and was presented with right side breast implant rupture on (B)(6) 2019 and confirmed via ultrasound on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.